Event description:
It was reported that upon deployment of an ivc filter, two filter arms became entangled by the wrist anchors and failed to completely open. A snare was used to retrieve the filter through the same access site without complication. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process, and the quality control testing. This lot met all release criteria. The sample has been returned to the MFR for eval. The investigation is currently underway.